Event description:
It was reported that the shaft was broken. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the shaft was broken upon attempting to cross the device into the patient and separated outside the patient's body. The procedure was completed with another of the same device. There were no complications reported.